Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was post-op implant on (B)(6) 2018. They were calling the office complaining of weaker stream and increased hesitancy since implant. They stated they called the rep and tried a couple different programs. Urine culture showed 50,000-10 ,000 escherichia coli on (B)(6) 2019. Post-void residual urine test showed volume of 15ml on (B)(6) 2018. The device was reprogrammed on (B)(6) 2018. Bactrim ds was administered for the urinary tract infection. The event was possibly related to the device or therapy and was due to the urinary tract infection. The event was resolved without sequelae on (B)(6) 2019. No further patient comp lications were reported as a result of this event.